Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). A cystoscopy was performed and it was confirmed that the device is functioning well and there are no signs of erosion. The surgeon plans to replace the pressure regulating balloon (prb) to a higher pressure as this would be a safest and best option for the patient without risking further erosion. A revision surgery was performed to replace the reservoir. There were no patient complications in relation to this event.